Event description:
A site representative reported a navigation system camera that is not functioning properly during the navigation task. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic field representative replaced the camera power/communication cable. This resolved the issue. The suspect cable was destroyed by the customer.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Suspect part not returned to manufacturer for analysis.